Event description:
The patient experienced shocking down her leg while recharging the implantable neurostimulator. Recharger and patient programmer functionality was reviewed with the patient. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4)